Manufacturer narrative:
Section a2: patient age was estimated. Section d4: serial number was requested but could not be provided. Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed with the provided reference photo. The provided reference photo captured a ¿replace system controller¿ alarm in the history event screen. The fault code associated with the alarm could not be determined with the provided reference photo. Event details indicated the system controller was expected to be exchange. The system controller was unavailable to return during this time. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Serial number was unavailable, and the device history record could not be reviewed. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms. System controller fault alarms ¿an internal malfunction or other issue has occurred that requires clinician diagnosis and resolution. To resolve alarm: call your hospital contact as soon as possible for diagnosis and instructions.¿ in section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller read "replace system controller" and the controller was exchanged.